Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer experienced symptoms such as nausea and vomiting. The customer treated with syringe. Customer was not using auto mode, as customer did not use the sensors. Customer agrees insulin pump was operating as designed. The insulin pump will not be returned for analysis.